Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Media inspection of two pictures attached to the complaint was performed, however. In the pictures it is possible the guidewire deformed with tissue attached and the heart mapping image. This confirmed the clinical observation of tissue damage.

Event description:
It was reported that the guidewire became stuck in tissue and was difficult to advance in the catheter lumen, and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used and the patient experienced minor tissue injury. The catheter was inserted into the left atrium (la) and the guidewire was positioned at the inferior branch of the left common pulmonary veins. A sharp posterior takeoff with small branches from the left inferior pulmonary vein (lipv) was noted. The guidewire was difficult to advance into the vein but was able to advance a sufficient distance. The catheter was partly deployed to the basket shape when it was noticed that the guidewire became fixed in place and could not be moved back or forth. The guidewire was stuck in pulmonary vein tissue. The catheter array was able to be undeployed and the sheath was advanced over the catheter, but the wire was still caught in the tissue. The sheath was slightly advanced again, and the guidewire dislodged from the tissue. The guidewire was withdrawn into the catheter and both were removed from the patient. Upon inspection outside the patient it was found that the guidewire had unraveled and had tissue on it. Believing that tissue may be in the center lumen of the catheter as well, the guidewire and catheter were both replaced. The procedure was completed with the replacement catheter. Use of the replacement catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated for the treatment of paroxysmal atrial fibrillation per the instructions for use (IFU). The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in tissue and was difficult to advance in the catheter lumen, and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used and the patient experienced minor tissue injury. The catheter was inserted into the left atrium (la) and the guidewire was positioned at the inferior branch of the left common pulmonary veins. A sharp posterior takeoff with small branches from the left inferior pulmonary vein (lipv) was noted. The guidewire was difficult to advance into the vein but was able to advance a sufficient distance. The catheter was partly deployed to the basket shape when it was noticed that the guidewire became fixed in place and could not be moved back or forth. The guidewire was stuck in pulmonary vein tissue. The catheter array was able to be undeployed and the sheath was advanced over the catheter, but the wire was still caught in the tissue. The sheath was slightly advanced again, and the guidewire dislodged from the tissue. The guidewire was withdrawn into the catheter and both were removed from the patient. Upon inspection outside the patient it was found that the guidewire had unraveled and had tissue on it. Believing that tissue may be in the center lumen of the catheter as well, the guidewire and catheter were both replaced. The procedure was completed with the replacement catheter. Use of the replacement catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated for the treatment of paroxysmal atrial fibrillation per the instructions for use (IFU). The device is expected to be returned for analysis.